Event description:
A customer reported that the device did not discharge. The patient pressed the discharge button after using the charge sound during use but did not discharge. Another device was used to treat the patient. We are considering this to be a serious injury because treatment was interrupted, however, no direct adverse event to the patient or user was reported. A philips field service engineer (fse) evaluated the device. The reported issue was not confirmed, however, the external paddle test showed an unstable result. The fse traced the issue to the external paddle set. No ECG monitoring strips or case event files were provided to philips for review. The fse is unable to replace the faulty external paddle set. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december -2018. The customer was aware of the end of life terms and the device remains at the customer site.

Manufacturer narrative:
H.10. This report was discovered to be a duplicate of (B)(4) submitted as MDR number 1218950-2020-02117. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that they were unable to deliver a shock when the shock button was pressed in AED mode. We are considering this to be a serious injury because it is not known if the patient procedure was life-threatening nor if the treatment was interrupted. Additional details have been requested.